Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the customer was not receiving audible low battery alerts. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged inaudible alert issue could not be verified.